Manufacturer narrative:
Follow-up submitted to correct part information. Updated section b4 for report submission date, d1 to correct brand name and d4 to correct UDI number. Updated g1-g2 for follow-up report submitter, g4 to correct awareness date, g5 to correct PMA/510k number, g7 for report type and follow-up number, h2 for follow-up type and h4 device manufacture date.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), during post operative check patient experienced loss or failure of implant to integrate.